Manufacturer narrative:
Submit date: 12/3/2008. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008, that a customer had an issue with a dialysis catheter. The customer reports the hubs are cracked near the lip of the catheter, and the catheter had to be pulled and replaced with another catheter.